Manufacturer narrative:
It was reported that there was a pressure reading failure and the cardiohelp was exchanged. The exchange solved the failure. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-13. The fst could not reproduce the failure. The hls cable was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be reproduced, an exact root cause could not be identified. According to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information due to wrong plugged external pressure sensor or disconnection (mix up), disturbed (emi) pressure sensor, response time is too long, and/or too high / low atmospheric pressure. The review of the non-conformities has been performed on 2023-01-27 for the period of 2014-06-11 to 2023-01-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-11. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a pressure reading failure and the cardiohelp was exchanged. The exchange solved the failure. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).